Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received an alert for high, out of range high voltage lead impedance. The data was observed via merlin.net and the patient will be monitored with routine follow-up.